Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th , 16th and 17th distal stent segments with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to blood and contrast in the lumen. Image review: review of the procedural images confirm the presence of numerous lesions in the left coronary vessels. The images capture the delivery and deployment of stents at the lesion sites. There are no images capturing the attempted delivery and subsequent removal of the endeavour resolute device. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use endeavor resolute rx drug eluting stent to treat a moderately tortuous and mildly calcified lesion located in proximal circumflex artery, exhibiting 70% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent deformation occurred in vivo during positioning. It was described that the stent could not pass through the lesion. It was informed that the device was removed without excessive force and the procedure was completed using a non-medtronic device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post-procedure is alive with no injury.